Event description:
Information received with return of the explanted device notes that the patient was found to have a fractured lead with a rem nant in her right ventricular outflow tract/ pulmonary artery. The patient is not pacemaker dependdent.